Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a perclose a-t device with a 6fr sheath after a stenting interventional procedure. Reportedly, a suture break occurred. A second perclose a-t device was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the perclose a-t device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.